Event description:
The caller states end user claims unit would not shut off, however they shut it off by doing a ¿reset". The caller is unsure what that means. The customer reported that the unit was not in use on a patient. The customer contacted product support and the caller requested an onsite visit. Further information has been requested. If additional information becomes available at a later date,

Manufacturer narrative:
Biomed reported that the touchscreen is intermittent; unable to get the touchscreen to work. The authorized service personnel (asp) replaced the touchscreen to address the reported issue.

Manufacturer narrative:
The touchscreen assembly was returned for failure investigation. Failure analysis on the returned touchscreen showed that the resistance measurements and resistance ratio test passed. The reported complaint of touchscreen failure was not duplicated. There was no fault found on the touchscreen assembly.